Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) normal battery depletion.

Event description:
It was reported that the device was past eri (elective replacement indicator) and was not able to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.